Event description:
An extremely agitated pt was admitted through the ed in 4 point leather restraints he was being transferred from the ed stretcher onto the inpt bed when he was arrested. They were in the process of reapplying the restraints when he coded. The pa dept of health and cms have both been notified the doh conducted an investigation. The coroner did an autopsy & the cause of death was arterioscleretre cardio - vascular disease.